Event description:
It was reported that the insulin pump over delivered insulin. Customer had low blood glucose. Customer is also reporting an under delivery of insulin. Customer stated that the insulin pump did not alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.